Event description:
It was reported that the patient was hospitalized (B)(6) 2013 with decompensated heart failure and complaints of dyspnea and swelling. Adjustments to medication were made. The patient was seen in (B)(6) 2013 for a routine device check. It was later reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.